Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned sensor guidewire revealed that the distal tip was kinked and detached, exposing the corewire tip. There were no evidence of corewire fracture. The outer diameter and guidewire overall length are within specification. Based on all gathered information, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a nephrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. An endoscopic ablation was done to remove the detached fragments. The procedure was completed with this sensor guidewire. The patient had prolonged hospital stay as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a nephrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. An endoscopic ablation was done to remove the detached fragments. The procedure was completed with this sensor guidewire. The patient had prolonged hospital stay as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.